Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during unknown surgery, it stopped in the middle of firing the first shot. There might have been a problem with the way the cartridge was installed, as there was a fumbling when installing the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.